Event description:
A physician reported a pt who was implanted in the upper vermilion border on 12/22/1997. On 1/5/1998 she returned with swelling at the upper vermilion border. On 1/19/1998 she returned and had drainage from an unspecified incision site. There was no evidence of extrusion. The physician diagnosed an infection and prescribed oral keflex for 10 days. On 1/27/1998 he removed the implant and discarded it. He believed the tubular shape of the implant may have contributed to the infection. The pt was reported to be healing well.